Event description:
It was reported that the customer's insulin pump alarmed and she experienced high blood glucose for the past month. The blood glucose reading was 628mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Instructed the customer to remove the cannula and it was not bent. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.